Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely elevated afp results on a patient sample on an advia centaur xp instrument. Siemens determined that there was no issue with the water, wash station and wash 1 volume. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse: performed multiple system decontaminations; replaced the luminometer and photomultiplier; calibrated and ran quality controls (qcs) on multiple assays, which resulted acceptably. The customer indicated that were no discordant results since the service visit. Bacterial contamination potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
One patient sample was tested on an advia centaur xp instrument for alpha-fetoprotein (afp). The correct result was obtained on the patient sample when it was initially run on the instrument. When the sample was repeated twice on the same instrument, discordant falsely elevated afp results were obtained on the patient. None of the results were reported to the physician(s). The sample was repeated on an alternate advia centaur instrument and those results were validated by the customer. The customer did not provide the results obtained on the alternate advia centaur instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated afp results.